Manufacturer narrative:
On 2/26/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device's manufactured date was posterior of date of implantation provided, multiple attempts have been made to obtain further information; however, it has not been made available. If additional information becomes available in the future, it will be properly updated. On 3/22/2019, mentor became aware that the patient also experienced left side deflation post-operatively and underwent bilateral removal and replacement with unspecified mentor gel implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 375cc mentor smooth round moderate profile saline catalog: 3501660, lot: 7434012, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses, experienced sagging of the left breast implant post-operatively. As a result, the patient underwent removal on (B)(6) 2019.